Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): defib conductor fractured. Full lead returned and analyzed. Additional findings of inner tubing kinked/buckled, outer tubing overlay melted, outer insulation cosmetic depression, blood in/on helix mechanism, helix disengaged from helical channel and lead stretched.

Event description:
It was reported that the right ventricular lead had high impedance and an apparent conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.